Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she went to remove a tampon, and could not find the string due to the string being too short. She was able to manually remove the pledget, and after removal she noticed the string was only approximately four centimeters long. She did not seek medical attention, and did not experience any adverse health effects.